Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality controls were within range on the day of the event. Siemens is investigating the event.

Event description:
Discordant, falsely low urine enzymatic creatinine (ecrea) results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on an alternate instrument after centrifuging, resulting higher and within the normal range. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ecrea result.

Manufacturer narrative:
The initial MDR 2517506-2016-00477 was filed on november 30, 2016.

Manufacturer narrative:
The initial MDR 2517506-2016-00477 was filed on november 30, 2016. The first supplemental MDR 2517506-2016-00477_s1 was filed on december 29, 2016. Additional information received (01/24/2017): a siemens headquarter support center (hsc) specialist reviewed the instrument data. Troubleshooting had been performed at the customer site to identify the cause and no instrument malfunctions or reagent issues were found. The cause of the discordant, falsely low ecrea results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.